Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that following the implant the patient was feeling a sharp stabbing pain below their right knee with pain into the inner calf and ankle. The caller indicated that they attempted to resolve the issue by turning stim on, off, and increasing stim. The hcp gave the patient pain medication but the issue was not resolved. The md removed the right lead from the spine and cut the lead so the proximal end remains connected to the header. The left lead remains implanted. The caller will check with the patient on (B)(6) 2024. The physician administered bupivacaine in the spine and a steroid.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: unknown; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that patient stated the stabbing pain started upon waking up from anesthesia and it continued through post-op. Under the supervision of the physician the rep turned stimulation up in post-op to see if we could ¿burnout¿ what he thought was potentially nerve pain. She did get some relief from this but continued to get pains from knee to ankle. The cause was thought to be aggravation of a nerve while positioning the lead. Physician ultimately cut and removed the lead on the right side and delivered steroid injection and nerve block during the removal. Some immediate relief was seen but not total relief. At the patient's post-op appointment, the rep stated that the patient regained post of the strength in the right leg again and continuing to see improvements. Physician advised that he felt like it would continue to improve. The rep did go through regular post op programming and education. The patient's next post op appt is 1/23/25. Customer discarded the explanted lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.